Event description:
Device report from (B)(6) reports the following: a 4.5 proximal tibial plate removal operation was attempted on (B)(6) 2014. An extraction screw was used, according to the instruction guide, to take a damaged screw out. However, the extraction screw broke at the tip which eventually remained in the screw head. Considering the effective duration of anesthesia, the doctor closed the surgical incision with the fragment left in the patient's bone and finished the operation with a 60-minute delay. In a re-operation on (B)(6) 2014, using a carbide drill and a rod cutter, the surgeon broke the plate in the l-shaped part and then successfully pulled the broken screw out with pliers. The patient is allegedly convalescing from the surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: the investigation has shown that the complained extraction screw tip is completely broken off as described in complaint. A review of the manufacturing documents shows that this product was manufactured in march 2014 to specifications. The exact cause which has led to this damage cannot be determined. It is likely that the too much mechanical force had been applied during use. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that there were no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.